Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g998usqsghyf2 hardware: sm-g998u cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported when putting on a new pod, the needle and cannula did not deploy, indicating a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
An evaluation of the returned device has been conducted. The device was received with the needle not deployed in pod state 2, which indicates it was first activated during downloading. The pod showed no evidence of an attempt to fill the pod with insulin. There were no damages or deficiencies found with the pod that would have prevented it from completing priming to deploy the needle mechanism after being filled and activated. There were no problems detected; and therefore, no further actions planned at this time.